Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and incontinence. Cystoscopy showed erosion on the cuff. The aus was explanted. There were no further patient complications.

Manufacturer narrative:
D6a. Implant date: the implant year 2018 was reported; however exact date was not reported. Therefore, an estimated implant date (B)(6) 2018 was selected.